Event description:
In 2008, the sales representative reported that during a surgery the surgeon was bending the plate for the patient lordosis and the plate cracked. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Evaluation is pending upon the return of the product.